Event description:
The customer reported that the ventilator stopped venting and motor fault alarm displayed. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and duplicated the reported problem of not ventilating, no light on motor driver board. Replaced of power supply resolved the reported issue.